Event description:
It was reported that the cot had a bolt that was breaking off at the retaining post. The bolt broke as the empty cot was being loaded into the ambulance. No pt involvement or adverse consequences are reported.